Event description:
It was reported that during preparation for a catheter placement procedure, the catheter allegedly had blockage while flushing. It was reported that the catheter was not implanted. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 11/2024).

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The investigation is inconclusive for the reported obstruction of flow issue as the exact circumstances at the time of the reported event are unknown and cannot be verified from the provided electronic photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2024), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a catheter placement procedure, the catheter allegedly had blockage while flushing. It was reported that the catheter was not implanted. There was no patient contact.